Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited no telemetry. It was also reported that the device was nearly replacement and that the patient had heart rate in the forties. The device remains in use. No patient complications have been reported as a result of this event.